Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. The stent was dislodged from the sds and was not returned as it was disposed of at the hospital. As the stent was not returned the crimped stent profile could not be measured however, a copy of the manufacturing data for this unit was examined. The manufacturing data states the maximum stent profile is within specification. The balloon body was reviewed and it appeared that positive pressure had been applied as the wings were relaxed and not tightly wrapped. There was also evidence of hardened contrast medium in the balloon chamber. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on new information received on 07-feb-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50x28mm synergy¿ drug eluting stent was advanced to treat the lesion but the device was unable to cross due to severe stenosis. The procedure was completed with a different device. No patient complications were reported. However, additional information indicated that the stent was not intact on the delivery system when it was removed from the patient and that the stent had detached from the delivery system.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was intact on the delivery system when the device was removed from the patient. The stent was not accidentally dislodged, however, the stent was intentionally removed from the stent delivery system after the device was removed outside of the patient's body.